Event description:
It was reported that a user experienced prolonged hyperglycemia after a supply change while using the ilet with a steel infusion set, with glucose rising to 311 mg/dl following a meal announcement and then trending down after confirming insulin flow through the tubing and continuing therapy. Symptoms included elevated blood glucose without systemic complaints. Outcomes included no hospitalization, no professional medical intervention, no use of backup therapy beyond a supply change, and eventual return to an in-range glucose level. Investigation included remote troubleshooting and verification of insulin delivery through the infusion set. Investigation of this case revealed no device malfunction observed during troubleshooting, no visible infusion set defect at the time of the supply change, and glucose reduction consistent with effective insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.